Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
The customer reports the catheter leaked during use. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a single lumen cvc catheter and an injection syringe for evaluation. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on the catheter body towards the distal tip. Dried blood was observed within the returned syringe. Functional testing of the catheter identified a leak in the body adjacent to the juncture hub. Microscopic examination revealed a small hole in the location of the leak identified in functional testing. The appearance of the hole was jagged and was consistent with damage related to use rather than a manufacturing issue. The hole in the catheter body is located 5 mm from the bottom of the juncture hub. The catheter body length, and outer and inner diameters were measured and all were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the luer hub of the extension line using a lab inventory 10ml syringe. Water was observed leaking from the catheter body, near the juncture hub, when the extension line was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains several warnings to mitigate risk of damaging catheter during use. The IFU warns "do not use scissors to remove dressing, to reduce risk of cutting catheter" as well as "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the catheter body. The appearance of the hole was consistent with damage resulting from use rather than a manufacturing issue. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter leaked during use. The device was replaced.